Manufacturer narrative:
Additional information was received from the physician which indicated that the initial implant depth of the first valve was 5 millimeter (mm) on the non-coronary cusp (ncc) and 7.5 mm on the left coronary cusp (lcc). Prior to the implant of the second transcatheter valve, the mean gradient was reported to be 48.0 mmhg. Following the implant of the second valve, an echocardiogram reported that the gradient had reduced to 15.1 mmhg. There were no reported anatomical factors that could have contributed to the high gradient. There was no evidence of thrombus or leaflet thickening. No additional adverse patient effects were reported.  Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received from the physician reported that on the day of the implant of the second valve, the peak gradient was 137 mmhg and the mean gradient was 91 mmhg prior to the implant procedure. Following implant of the second valve, the peak gradient was 19 mmhg and the mean gradient was 10 mmhg. The following day, the peak gradient was 64 mmhg and the mean gradient was 33 mmhg. The reason for the high gradient was unknown. 25 days following the implant of the second valve, the peak gradient was 29 mmhg and the mean gradient was 15 mmhg. No additional adverse patient effects were reported. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that three years, eleven months, and fourteen days following the implant of this transcatheter bioprosthetic valve, a second transcatheter bioprosthetic valve was implanted due to the patient's high gradients. No additional adverse patient effects were reported.